Manufacturer narrative:
There are no allegations of any system or component failure prior to the explant taking place. The reason for explant is unrelated to the nalu system. Nalu personnel were not notified of the planned procedure and were not present at the time of explant. All components were discarded by the medical facility.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. On (B)(6) 2023 the firm was made aware that the patient required an MRI for an unrelated medical procedure and had the nalu system fully explanted on (B)(6) 2023.